Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or blue sureform 60 reload that were used during this reported event; therefore, failure analysis investigations could not be performed. A review of the stapler logs revealed the following: the logs show that a sureform 45 stapler instrument (part #480445-04, lot #l12231109-0388) was used first, and it was installed on the system 1 time and fired 1 blue sureform 45 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. A sureform 60 stapler (lot #l80240228-0032) was used second, and it was installed on the system 5 times and fired 5 blue sureform 60 reloads. On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. On installs 1-4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure that stopped at approximately 99% completion. The instrument was then removed and not used in the procedure again. A sureform 60 stapler (lot #k14231101-0255) was used third, and it was installed on the system 1 time and fired 1 blue sureform 60 reload. On the only install, the first clamp was successful, but was followed by a firing failure that stopped at approximately 98% completion. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis procedure, the stapler firing sequence was interrupted on two separate attempts, resulting in an incomplete staple line and the removal of additional tissue. On one of these stapler firing attempts, a sureform 60 stapler instrument installed with a blue sureform 60 reload was fired over an existing staple line, causing a misfire and an error message stating "blade may be exposed." The misfire resulted in the blade not retracting, staples that were malformed or unformed, and gaps in the staple line. The bleeding was negligible, and the patient did not require a blood transfusion. The two unsuccessful stapler firings led to a loss of conduit length, but the surgeon successfully created the esophago-gastric anastomosis using a backup sureform stapler instrument. The procedure was completed and the patient was transferred to the critical ward and subsequently to a step down unit. Post-operatively, the patient experienced an unexpected prolonged hospital stay due to a type 1 anastomotic leak, necessitating the use of a nasojejunal tube for 8 weeks until fully healed. The surgeon expressed concerns about potential long-term complications, as the patient may develop an anastomotic stricture, which could require repeat dilatation.